Manufacturer narrative:
A sample was returned for inspection. Ten unused samples were also returned for inspection. One sample was confirmed for a cracked female luer. Conclusion: the customer defect was confirmed. CAPA 42297 was opened.

Event description:
It was reported that the hub was cracked and blood leaked from the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter. There was no report of exposure, injury or medical interventions.